Manufacturer narrative:
Follow-up #1 date of submission 05/30/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/01/2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that the up arrow and ok keypad buttons were intermittently unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow and down arrow keypad buttons are unresponsive. The patient reportedly wears the pump in her pocket and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.